Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7632771) became impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance or withdraw. The physician removed the microcatheter and stent from patient and switched a new unspecified microcatheter (mc) and an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7632771), but encountered some resistance when the second stent was delivered to middle section of the second microcatheter. The doctor retracted the second stent and changed to a non j&j stent to complete the surgery. The second microcatheter was not replaced. The procedure was prolonged for about 20 minutes, there was no clinical significance. Additional information received on 31-oct-2023 indicated that the mc did not kink or bent. They were able to move the device due to the resistance. The physician did not torque the devices. There was no evidence of physical material within the device. Other devices were no used with the concomitant device prior to the encountered resistance.

Manufacturer narrative:
(B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6) section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00793 and 3008114965-2023-00794.

Manufacturer narrative:
Product complaint (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7632771) became impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance or withdraw. The physician removed the microcatheter and stent from patient and switched a new unspecified microcatheter (mc) and an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7632771), but encountered some resistance when the second stent was delivered to middle section of the second microcatheter. The doctor retracted the second stent and changed to a non j&j stent to complete the surgery. The second microcatheter was not replaced. The procedure was prolonged for about 20 minutes, there was no clinical significance. Additional information received on 31-oct-2023 indicated that the mc did not kink or bent. They were able to move the device due to the resistance. The physician did not torque the devices. There was no evidence of physical material within the device. Other devices were no used with the concomitant device prior to the encountered resistance. A non-sterile EU 4.5x22mm stent 12 mm dw tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that only the detached stent component was returned for evaluation. The stent was inspected under magnification, and no abnormalities were found on it (i.e. No broken struts, no kinks). Both ends of the stent were noted to be completely expanded. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent becoming impeded in the distal end of the microcatheter could not be evaluated due to the detached condition of the stent and lack of components returned. In order to perform a functional test, the stent must be still attached to the delivery system and inside the introducer. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. The detached condition of the stent was not originally reported; however, it is suspected to be the result of post-procedure manipulation, and it is not considered a relevant contributing factor to the resistance encountered. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.